Event description:
Pt reported 3 infusion tubings from the same box broke and "snapped off" near the luer lock. The used infusion sets were discarded, and samples of the unused product were requested for eval. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.